Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Analysis found the rf (radio frequency) head failed uplink test and was not able to interrogate non-wireless due to the rf head cable. Analysis also found the rf head lens is cracked. (B)(4).